Manufacturer narrative:
The pneumatic hose was visually inspected, however, no hole was confirmed on the hose.

Event description:
It was reported that there was a hole in the pneumatic hose of the drill. There was no patient involvement and no adverse consequences alleged with this event.